Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted that the inlet port line was missing the spike and the tip protector. Neither the spike nor tip protector were enclosed with sample. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cycler drainage set was missing the spike connector with tip protector on the drain bag. This was noted during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.